Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Certas plus (ID 828810) has been returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected a bump in the valve casing was noted, the rotation construct was in the up position. The valve was hydrated. The valve was tested for programming and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification, when dismantled stress marks were noted in the bump mark in the upper casing. The root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the programing issue reported by the customer is due to the valve receiving a hard knock.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828810) was implanted in a pediatric male patient via a ventriculoperitoneal (vp) shunt on (B)(6) 2022 with unknown setting. On unknown date, an attempt was made to change the set pressure from 1 to 3, but it could not be changed. Neodymium was also used, but the set pressure could not be changed to 2 or more. The patient presents with vomiting and altered consciousness. The valve was removed and replaced on (B)(6) 2023.